Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemicolectomy, the device had no staples. There was an incomplete staple line that was fixed by manual anastomosis.